Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose bd pen needle without the tear drop label attached (used). Consumer reported needles blocked. The returned pen needle was tested for flow using a test pen injector; the sample failed the flow test. The sample was viewed under a microscope and dry blood was found in the patient end cannula; this dry blood would be the reason why the pen needle was clogged and was possibly caused by user error. Unable to perform DHR review due to unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. The presence of dry blood in the patient end cannula from previous usage of the pen needle by the user would be the cause for the clog. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that an unspecified bd¿ needle was clogged. The following information was provided by the initial reporter: ¿needle(s) blocked. Date sanofi received complaint: 21.02.2019. Date sanofi received the sample: 08.03.2019. Pir: (B)(4)."

Manufacturer narrative:
The manufacturing location for this product is sanofi. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ needle was clogged. The following information was provided by the initial reporter: ¿needle(s) blocked. Date sanofi received complaint: 21.02.2019. Date sanofi received the sample: 08.03.2019. Pir: (B)(4). ¿